Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy for supraventricular tachycardia. Due to programming, the svt was misdiagnosed as ventricular tachycardia. No programming changes were made. The patient was doing well post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.